Event description:
It was reported that the ilet device screen was cracked, and a replacement device was shipped while the user switched to backup therapy; blood glucose was reportedly not impacted. Symptoms included no reported clinical effects. Outcomes included no change in glycemic control and no medical intervention or hospitalization. Investigation included review of the complaint and replacement logistics. Investigation of this case revealed a damaged display consistent with physical damage to the device enclosure, with no evidence of functional malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or use.